Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. As the sterile lot number was not available, product history review could not be performed.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ trapease vena cava filter. Approximately 12 years 10 months post index procedure, the patient underwent a complex retrieval procedure which revealed that the filter had previously malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted, several of the struts had fractured and it had become embedded in the inferior vena cava (ivc). Following removal of the majority of the filter, approximately three struts remain in the patient's body. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section d7: explant date correct to (B)(6) 2017. Section b5: additional information received per the medical records indicate that the patient has a complex medical history. Five days prior to the index procedure the patient was in a motor vehicle accident which caused traumatic brain injury, abdominal trauma, and multiple bone fractures. Subsequently, the patient was in a coma for two months followed by a lengthy rehabilitation and recovery. The patient continues to suffer from residual seizures and nerve damage. The filter was deployed prophylactically to prevent deep vein thrombosis. It was deployed via the right groin. The device was placed with the apex below the renal veins. The patient tolerated the procedure well without any complications. The patient was unaware of the inferior vena cava filter until approximately twelve years after the index procedure in an incidental finding on a scan prior to a hysterectomy.  A review of computed tomography (CT) scans done ten and twelve years after the index procedure revealed the infrarenal trapease filter. The filter was chronically embedded complicated by multiple fractures. The inferior vena cava vessel diameter was approximately 22 mm. Approximately thirteen years after the index procedure, the patient reported chronic bilateral lower extremity swelling and pain that had been present for several years. The patient underwent a complex inferior vena cava filter retrieval procedure. The fractured filter was removed with loop snare, excimer laser and rigid forceps. Multiple intraluminal filter fragments were removed.  Three small stable embedded fragments were left in situ. There were no reports of complications. A venogram demonstrated robust flow and an intravascular ultrasound (ivus) demonstrated minimal non-occlusive thrombus. Additional information received per the patient profile form (ppf) states that the patient experienced embedment of the filter, filter fracture and blood clot in lung. The filter was embedded in the wall of the inferior vena cava, a complex percutaneously filter retrieval was done. It is reported that the filter had multiple fractures and intraluminal fragments were removed, three fragments remain embedded. The form states that 24 hours after the removal procedure, the patient returned to the hospital with a blood clot in lung.  The form also states that the patient was scared and going to therapy to understand why she is still alive. As reported, the patient underwent placement of a trapease vena cava filter. Additional information received per the medical records indicate that the patient has a complex medical history. Five days prior to the index procedure the patient was in a motor vehicle accident which caused traumatic brain injury, abdominal trauma, and multiple bone fractures. Subsequently, the patient was in a coma for two months followed by a lengthy rehabilitation and recovery. The patient continues to suffer from residual seizures and nerve damage. The filter was deployed prophylactically to prevent deep vein thrombosis. It was deployed via the right groin below the renal veins. The patient tolerated the procedure well without any complications. The patient was unaware of the filter until approximately twelve years later in an incidental finding on a scan prior to a hysterectomy. A review of computed tomography (CT) scans done ten and twelve years after the index procedure revealed the infrarenal trapease filter. The filter was chronically embedded complicated by multiple fractures. The inferior vena cava vessel diameter was approximately 22mm. Approximately thirteen years after the index procedure, the patient reported chronic bilateral lower extremity swelling and pain that had been present for several years. The patient underwent a complex retrieval procedure which revealed that the filter was significantly tilted, several of the struts had fractured and it had become embedded in the inferior vena cava (ivc). The fractured filter was removed with loop snare, excimer laser and rigid forceps. Multiple intra-luminal filter fragments were removed. Three small stable embedded fragments were left in situ. There were no reports of complications. A venogram demonstrated robust flow and an intravascular ultrasound (ivus) demonstrated minimal non-occlusive thrombus. Additional information indicated that 24 hours after the removal procedure, the patient returned to the hospital with a blood clot in lung. The form also states that the patient was scared and going to therapy to understand why she is still alive. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt and fracture are unknown. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was further reported that the filter was embedded. Endothelialization, remodeling and/or restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as twelve days. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Pain and swelling of the legs do not represent a device malfunction and may be related to underlying co-morbidities. These symptoms could not be confirmed and the exact cause could not be determined. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Thrombosis does not represent a device malfunction. Clinical factors that may have influenced these events include underlying patient comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years and 2 months post implantation. The patient reports stenosis and long-term unconscious after mva.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a complex medical history and had been involved in a motor vehicle accident (mva) five days before the filter implantation. The mva had resulted in traumatic brain injury, abdominal trauma and multiple bone fractures. The patient is reported to have been in a coma for two months following the mva with lengthy rehabilitation and recovery. The patient was reported to suffer from residual seizures and nerve damage. The indication for the filter placement was for prophylaxis to prevent deep vein thrombosis (dvt). The filter was implanted via the right groin and placed at the apex of the renal veins. The patient is reported to have tolerated the procedure well without complication. Approximately twelve years and ten months after the implantation, the patient underwent a computed tomography (CT) scan prior to undergoing a hysterectomy. The scan revealed the presence of the filter. The patient had been unaware of the implant until that time. The CT scan further noted that the filter had tilted, had become embedded in the inferior vena cava (ivc) and that several filter struts had fractured. The patient¿s ivc was also noted to be 22mm in diameter. The patient underwent a complex retrieval procedure involving loop snare, excimer laser and rigid forceps. The majority of the filter removed with three stable fragments remaining in situ. A venogram demonstrated robust flow and an intravascular ultrasound (ivus) study demonstrated minimal non-occlusive thrombus. The patient is reported to have tolerated this procedure well and been discharged. The next day, the patient returned to the hospital with a blood clot in the lung. The patient further reported having experienced chronic bilateral lower extremity swelling and pain, anxiety and fear. Approximately fifteen years and two months after the implantation, the patient experienced stenosis of the ivc; along with long term unconsciousness associated with the previous mva. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was attempted more than twelve years after implantation. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and/or thrombosis and stenosis and/or occlusion within the ivc and/or vasculature do not represent a device malfunction. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Due to the nature of the complaint, the reported leg pain and swelling and unconsciousness experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The clinical events experienced by the patient do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of defendants¿ trapease vena cava filter. Approximately 12 years 10 months post index procedure the patient underwent a complex retrieval procedure which revealed that the filter had previously malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted, several of the struts had fractured and it had become embedded in the inferior vena cava (ivc). Following removal of the majority of the filter, approximately three struts remain in the patient's body. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt/fractures and partial removal of the filter could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The brief also mentioned that the filter had become embedded. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the tilt has not been reported at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).